Manufacturer narrative:
There is no known patient involvement. The event date is currently unknown. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Through follow-up communication livanova (B)(4) learned that the device was placed inside the operation room with the fan positioned away from the patient. The customer further reported that the device was later positioned outside of the operation room. Further livanova (B)(4) learned that the device was decommissioned and is no longer in use. Test results confirming the contamination were not provided until today. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.